Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B) (4)

Event description:
Treatment of a pica aneurysm with onyx. It was reported at the end of procedure, the catheter could not be removed. While trying to retrieve the catheter, an onyx plug was pulled out with the catheter and migrated to the distal basilar artery. An attempt was made to retrieve the piece of onyx, but was unsuccessful. The patient was placed on anticoagulant therapy. One week after the procedure, the patient's avm was resected and the patient has been discharged. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2010-00118.